Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device did not have good air flow. It was reported that this event occurred during testing and is not related to surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that there was damage done to the swivel sub-assembly as the unit was completely overhauled due to the damage done to the swivel which did not allow for separation of swivel and motor. It was determined that this was indicative of tampering / unauthorized repair and was further defined as component damage caused by misuse / abuse. It was further observed that the locking subassembly did not function. It was determined that this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.